Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1 additional information: h6. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that water invaded scope connector during user handling causing the abnormality in electronic components. The event can be prevented by following the instructions for use which state: ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. Confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the device screen went black. The reported problem was found during reprocessing prior to a diagnostic procedure. The procedure was completed without delay and with a similar device. The patient was not under anesthesia. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The screen blacked out due to defective scope connector. In addition, the following non-reportable malfunctions were found during the device evaluation: the light guide bundles were damaged, there were dents in the insertion tube, the protector was damaged, the light guide tube was swelled, and the light guide connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.